Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufactured to specification.

Event description:
Surgeon revised a total shoulder arthroplasty, approx two years post operatively, due to an infection in the shoulder joint. Surgeon does not believe devices in any way contributed to the infection. Pt was implanted with spacer product. Physician was pleased with the outcome.